Event description:
Upon removal of the device after the 2 hours as per guidelines, registered nurse noted bleeding from the site. Air was removed and re-inflated to stop bleeding. Device remained for another 30 minutes before second attempt to remove. Upon removal second time in 15 minute increments, no additional bleeding reported. This is a recurring problem with this device at this facility.